Manufacturer narrative:
An investigation was performed for the reported condition of, ¿the customer reports that the kangaroo pump was smoldering and smoking in the patient's room. The unit was in used on the patient at the time. The electrical plug was checked and found to be working correctly; not contributing to the event. There was no patient harm.¿ several attempts have been made to obtain the unit and additional information. To date, the unit has not been received for evaluation and no additional information has been provided. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. A device history record review could not be performed due to lack of information pertaining to the unit¿s serial number. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Medwatch report: (B)(4).

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the kangaroo pump was smoldering and smoking in the patient's room. The unit was in used on the patient at the time. The electrical plug was checked and found to be working correctly; not contributing to the event. There was no patient harm.

Manufacturer narrative:
After performing multiple follow-ups in order to retrieve additional information from the customer, additional information was received. The customer was able to provide the unit's serial number and note that the unit was sent to covidien's local service center. After the serial number was provided by the customer, a search was performed. This issue was already reported by the same user facility for the same unit. The issue was previously reported to the FDA under report number 1282497-2016-00485. This reported issue has been duplicated due to lack of information in the initial report provided by the customer. Please refer to report 1282497-2016-00485 for investigation findings. Medwatch report: (B)(4).

Event description:
Hold for lois 07/29/2016